Event description:
It was reported that the left ventricular (lv) lead which was placed in the coronary sinus (cs) was nonfunctioning due to dislodgement. The lv lead was attempted to be repositioned, however the patient's subclavian system was found to be occluded. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. It was noted that the distal conductor had blood/body fluid (not obstructed). Also, the outer insulation was melted, had cosmetic environmental stress cracking and had a cosmetic depression. Visual analysis noted apparent explant damage.